Manufacturer narrative:
Maquet cardiovascular received the device on march 17, 2010. Visual inspection revealed that c-ring was split in half. The other half and the scope wash tubing were not returned. A visual inspection suggests that the c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. Based upon the received condition of the device, the reported failure "c-ring broke" is confirmed. A lot history record review was performed and there was no nonconformance which could have attributed to this failure mode. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro c-ring broke. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.